Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
Material # my8020. Batch # unknown. It was reported by customer that when administering adriamycin, two separate syringes began leaking medication at the texium bonding site resulting in 3-4ml of medication not administered to patient. Verbatim: rcc received a complaint via email. There have been several events involving bd texium tubing and syringes where nurses and patients have been at risk for exposure to hazardous drug due to leaking products. We have been in contact with bd but have not yet found a resolution to this issue. Model #: my8020. 9/23/2024 - (B)(6) - when administering adriamycin, two separate syringes began leaking medication at the texium bonding site resulting in 3-4ml of medication not administered to patient. Previously reported via medwatch.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.